Event description:
It was reported that "a loading failure occurred during surgical use". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one clip in the box. The jaw mechanism was observed to be assembled correctly. No damage was observed on the outer tubing. The clip in the box appeared to be misaligned and the feeder could not be identified in the channel prior to functional testing. The side tabs and part of the box wall appeared to be slightly misaligned. No other defects were observed on the device or the clips. There was biological material present on the device. The reported complaint of " clip(s) not loading properly" was confirmed based upon the sample received. The device was returned with clip stacking in the channel. The side tabs and part of the box wall appeared to be slightly misaligned. Upon functional inspection, no clips loaded in the jaws upon full engagement of the trigger. Pressure from the internal components of the device could be felt. The trigger was manually reset, and the device was disassembled. The feeder tip was observed to be bent onto itself. The sample was returned with 3 clips remaining in the channel indicating the customer fired 12 clips. The clips were observed to be slightly sheared and damaged due to the clip stacking. Additionally, the channel wall and channel tabs were observed to be scratched. The device was returned with clip stacking. The r & d team was consulted regarding this complaint. R & d concluded that the damage observed to the channel, box, and feeder are likely the result of the clip stacking. There were no definitive defects observed that could be identified as the root cause of the clip stacking. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a loading failure occurred during surgical use". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.